Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. The instrument was found to have teflon damage on the clamp arm. The teflon pad was completely detached from the instrument. The detached material was returned with the instrument. The instrument was found with discoloration on the blade. The discoloration was unable to be wiped off. The teflon pad appears cut and melted along its middle axis. More specifically, the damage was likely caused by energizing the instrument with the jaws clamped and no tissue between the jaws. This introduces excessive heat and friction between the blade and teflon pad and can damage the instrument. Additionally, the instrument blade was noted to be discolored at the proximal end. The discoloration is likely due to excessive heating, from continued activation of the instrument with the jaws clamped after the teflon pad had dislodged/melted. As the teflon pad is missing, there is no spacer to keep the proximal end of the clamp arm and blade from touching and heating up during activation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, white plastic blade covering had become separated from blade and fell off into the area of dissection. The procedure was completed with no reported injury. All fragments were retrieved with a laparoscopic grasper by the assistant. The piece in question appeared to be intact, just pulled away from the metal. No post-operative tests were ordered. The instrument was in use for approximately 30-60 minutes prior to the issue. The instrument was inspected and intact prior to use. Tissue dissection was being performed when the incident occurred. There were no functionality issues with the instrument. The fragment fell inside the patient during use, there were no collisions. The instrument was not removed during the procedure until the fragment came loose. Wrist was straightened prior to removal. There was no resistance removing the instrument from the cannula. No damage to cannula was noted. No other damage to instrument was noted other than fragment. No injury to patient was noted. No post op complications have been reported.